Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that last night the infusion set broke off while sleeping. Further, the infusion set's tubing had come out of the plastic that connects to the quick release. Reportedly, at 05:00 am, she noticed that the pump was hooked up, but the wire was not connected to the part that goes into the body. She felt glad as the blood glucose level did not went higher because she was sleeping. No further information available.

Event description:
On 10-aug-2020: follow up information was submitted because result of complaint investigation of the returned used device (1 tubing) showed that the tubing was detached from the tubing connector. Based on the result: method, result and conclusion codes were updated. Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that last night the infusion set broke off while sleeping. Further, the infusion set's tubing had come out of the plastic that connects to the quick release. Reportedly, at 05:00 am, she noticed that the pump was hooked up, but the wire was not connected to the part that goes into the body. She felt glad as the blood glucose level did not went higher because she was sleeping. No further information available.